Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. This report is number 3 of 4 mdrs filed for the same event (reference 0001825034-2017-02386, 0001825034-2017-02387, 0001825034-2017-02389).

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately 2 months post implantation due to pain. Operative notes indicated poly bearing wear and malposition of the cup. Multiple polyethylene shavings in the soft tissues; these were removed meticulously. The cup and poly bearing were explanted. The cup was explanted as the surgeon felt the position of the cup could be a contributing factor to the patient's pain. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional, updated and corrected information. Medical devices: cer bioloxd option hd 28mm p/n 650-1055 l/n 263690, cer option type 1 tpr sleve +3 p/n 650-1067 l/n 603970, act artic e1 hip brg 28x50mm p/n ep-200156 l/ n 093280, taperloc por fmrl 17.5x155 p/n 103209 l/n 565620. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.